Event description:
It was reported that prior to an unknown procedure the clips dropped off before use on patient. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.